Manufacturer narrative:
(B)(4). Batch # p56a5m. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received void of staples, with the washer not fully cut and with the knife exposed. The knife was it was noted to be damage. In addition with several unformed staples stuck on the washer. This condition is consistent with the device being partially activated, or and obstruction between the knife and the washer that would not allow the knife cut all the way through. As a result of the partial firing the lockout was engaged when the device was reopened. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the device difficult to close? No . Was the device difficult to fire? No. Was the transection taken in one or multiple firings? One. Could you please provide more information regarding troubleshooting steps taken to open device? Manually with big force. What was the condition of the tissue? No information. What is the current patient status? Left from hospital.

Event description:
It was reported that during the dixon surgery, after fired, could not open the jaw, at last the surgeon opened the jaw with big force, and found the tissue was torn partially, and distal staple line is incomplete. Failed to preserve the anus and made a permanent colostomy. The surgery delayed about 30 minutes. The patient is stable and in hospital now.